Event description:
The provider states the chair turns off with no lights. The provider states the consumer reported the chair will turn off and not turn on for a few days. No additional information available, the provider disconnected during call transfer (B)(4).